Event description:
Revision surgery - the surgeon performed a simple exchange of the femoral head due to 15 - 20 years of wear.

Manufacturer narrative:
The reason for this revision surgery was to exchange a femoral head on a hip stem that was showing wear after approximately 15 to 20 years of patient use. There is no information in this complaint about any patient injuries, activities, or accidents that may have contributed to the need for this revision surgery. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records and investigation history was not conducted since a lot number was not provided or could be established for the original surgery. Information was not provided that definitively identified the root cause for the product wear. There are no indications of a product or process issue affecting implant safety or effectiveness.